Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1565 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1565 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal"), embedded device ("device embedded in the right posterior uterine wall/ endometrial cavity") and device expulsion ("device embedded in the right posterior uterine wall/ endometrial cavity") in a 50 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of low back pain, pelvic pain and ovarian serous cystadenofibroma on (B)(6) 2022, back pain, right lower quadrant pain, rectal bleeding, abdominal pain and endometrial ablation in 2018 and obesity. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1565 days after essure insertion, she experienced embedded device (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 51.821 kg/sqm. [Pathology test] on (B)(6) 2022: specimens: a: uterus + tubes/ovaries, resection b: ovary biopsy operation: total hysterectomy final pathologic diagnosis: a. Uterus, cervix, and bilateral tubes, hysterectomy and salpingectomy: -cervix: -endo- and ectocervix with no significant pathologic change. -no evidence of dysplasia or malignancy. -uterus: -superficial fibrosis and hyaline change of the uterine lining, compatible with prior ablation. -metal coil device embedded in the right posterior uterine wall (see comment). -no evidence of hyperplasia or malignancy seen. -fallopian tubes, bilateral: -bilateral fallopian tubes with paratubal cysts. -metal coil device present within left fallopian tube. -no evidence of malignancy. B. Ovary lesion, biopsy: -papillary serous cystadenofibroma. A. Two coil devices compatible with the patient's known essure device are identified. One coil device was in place in the left fallopian tube. The other coil device was embedded within the posterior endometrial cavity. B. The findings are compatible with a papillary serous cystadenofibroma. However, serous lesions can be highly heterogenous within a single tumor. If this is a small biopsy of a larger lesion, a more aggressive serous neoplasm cannot be excluded in the current biopsy. Clinical correlation is recommended. Clinical history: chronic pelvic pain gross description: there is a metal implant involving the right posterior aspect and is approximately 2.0 cm in length and 0.1 cm in diameter. The right fallopian tube is 8.0 cm in length and 0.5 cm in diameter. An implant is not identified within the fallopian tube. The left fallopian tube is 7.8 cm in length and 0.5 cm in diameter, with a 1.0 cm attached cyst. On section, there is a metal implant identified. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: patient and reporter information, medical history, lab data, indication added. Device embedded in the right posterior uterine wall added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("device embedded in the right posterior uterine wall/ endometrial cavity") and device expulsion ("device embedded in the right posterior uterine wall/ endometrial cavity") in a 50 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of low back pain, pelvic pain and ovarian serous cystadenofibroma in 2022, back pain, right lower quadrant pain, rectal bleeding, abdominal pain and endometrial ablation in 2018 and obesity. On (B)(6) 2018, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2022. The reporter considered device expulsion and embedded device to be related to essure administration. The reporter commented: not more than one essure related surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 51.821 kg/sqm. [Pathology test] on (B)(6) 2022: specimens: uterus + tubes/ovaries, resection; ovary biopsy. Operation: total hysterectomy. Final pathologic diagnosis: uterus, cervix, and bilateral tubes, hysterectomy and salpingectomy: cervix: endo- and ectocervix with no significant pathologic change. No evidence of dysplasia or malignancy. Uterus: superficial fibrosis and hyaline change of the uterine lining, compatible with prior ablation. Metal coil device embedded in the right posterior uterine wall (see comment). No evidence of hyperplasia or malignancy seen. Fallopian tubes, bilateral: bilateral fallopian tubes with paratubal cysts. Metal coil device present within left fallopian tube. No evidence of malignancy. Ovary lesion, biopsy: papillary serous cystadenofibroma. Two coil devices compatible with the patient's known essure device are identified. One coil device was in place in the left fallopian tube. The other coil device was embedded within the posterior endometrial cavity. The findings are compatible with a papillary serous cystadenofibroma. However, serous lesions can be highly heterogenous within a single tumor. If this is a small biopsy of a larger lesion, a more aggressive serous neoplasm cannot be excluded in the current biopsy. Clinical correlation is recommended. Clinical history: chronic pelvic pain. Gross description: there is a metal implant involving the right posterior aspect and is approximately 2.0 cm in length and 0.1 cm in diameter. The right fallopian tube is 8.0 cm in length and 0.5 cm in diameter. An implant is not identified within the fallopian tube. The left fallopian tube is 7.8 cm in length and 0.5 cm in diameter, with a 1.0 cm attached cyst. On section, there is a metal implant identified. "Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded." Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-nov-2023: quality safety evaluation of ptc. Event medical device removal updated to embedded device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.